Event description:
Tms pt had a seizure at 12:26 pm during treatment using the brainsway device h1 coil for mdd, dtms protocol at 18hz, 120% of rmt. Lasted approx 30 seconds, pt had no history of seizures or seizures disorder, no neurological condition and no risk factors or changes to medication, sleep, alcohol, caffeine, illicit substances prior to tx. Pt in good health. FDA safety report ID# (B)(4).